Event description:
Health care professional reported on 1/28/99, home pt had shortness of breath while using the homechoice cycler for automated peritoneal dialysis therapy. Health care professional states home pt discontinued therapy and presented to hosp with congestive heart failure and pulmonary edema. Health care professional states home pt was treated with diuretics while hospitalized, since home pt has some residual renal function. Health care professional states home pt performed peritoneal dialysis therapy while hospitalized, using 4.25% dextrose solution and was released 2/2/99. According to health care professional, home pt has made a full recovery. Health care professional does not attribute hospitalization to homechoice cycler.